Manufacturer narrative:
(B)(4). The evaluation and repair was completed by a non-medtronic service provider. The oxygen (o2) sensor was faulty. Medtronic was not authorized to conduct the repair.

Event description:
It was reported that the ventilator's oxygen sensor failed calibration. The ventilator was not on a patient at the time of the event.